Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient believes that his transient ischemic attacks are being caused by his implanted spinal cord stimulator system.

Manufacturer narrative:
Additional information was received that the physician does not believe the ipg caused the transient ischemic attacks. The physician does not know the cause of the transient ischemic attacks at this time, but he is planning to remove the ipg and have retention of silicon so the patient can obtain a MRI.

Event description:
A report was received that the patient believes that his transient ischemic attacks are being caused by his implanted spinal cord stimulator system.